Event description:
The clinician reports the implant was inserted (B)(6), 2023. In ada 19. Details of surgery: nerve encroachment. On (B)(6), 2023. Non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.